Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited ventricular over-sensing due to a diagnostic event. No intervention was reported. Patient was in stable condition.